Manufacturer narrative:
Manufacturer's investigation conclusions: the evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stop events on a battery power. The pump was returned assembled with the driveline (dl) cut approximately 8¿ from the pump housing and the distal portion of the dl was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port with the bend relief disengaged. The outflow graft bend relief collar was not returned. Evaluation of the inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. Shield breakdown was observed throughout the driveline. Breaches in the insulation of the brown, red, yellow and green wires was observed 7.5¿ from the pump housing. Breaches in the insulation of the green, red and orange wires was observed 7.75¿ from the pump housing. Additionally, a breach in the insulation of the red wire was observed 8.5¿ from the pump housing. These breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wire contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the system to stop. If the exposed conductors of any of the wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting short would have contributed to the pump stop events captured in the submitted log files while the system was operating on battery power. Incidental finding: rescue tape was observed 3¿ through 5¿ from the metal connector. Upon removal of the rescue tape, damage to the silicone jacket was observed 4¿ from the metal connector. The clear bionate appeared unremarkable. The heartmate ii lvas IFU is currently available. Section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previously reported suspected driveline issue was reported under medwatch MFR report # 2916596-2016-01417. Approximate age of device ¿ 3 years and 8 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that red heart alarms occurred during battery support. The patient had previously reported short to shield driveline issues. Log files were sent to the manufacturer's technical service and red heart / low flow alarms and periods where the pump was not able to keep the set speed were confirmed. On (B)(6) 2019, the pump was exchanged. No additional information was provided.